Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 336 mg/dl at the time of incident. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly.